Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pc), a lantern delivery microcatheter (lantern), a 4f catheter, and a non-penumbra coil. It was noted that the patient¿s anatomy was moderately tortuous. During the procedure, the physician successfully implanted four pod pcs and the non-penumbra coil into the target vessel using the lantern. Next, the physician advanced a new pod pc into the lantern. After multiple attempts to form the pod pc against resistance into the target vessel, the pod pc unintentionally detached in the lantern. Therefore, the lantern containing the detached pod pc was removed. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned pod pc revealed that the embolization coil was intact with the pusher assembly; therefore, the reported coil detachment during the procedure could not be confirmed. Further evaluation revealed offset coil winds throughout the length of the embolization coil. If the pod pc is manipulated against resistance during advancement, damage such as offset coil winds may occur. This damage likely contributed to the reported pod pc not taking its intended shape in the target vessel. Further evaluation also revealed kinks on the pusher assembly. This damage was likely incidental to the complaint and occurred during packaging for the device return. Due to the returned condition, the pod pc was unable to be functionally tested during evaluation. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.